Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3387s-40, lot# v603771, implanted: 2011 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3387s-40, lot# v603771, implanted: 2011 (B)(6); product type lead product ID 37085-40, serial# (B)(4), implanted: 2011 (B)(6); product type extension. F(B)(4).

Event description:
It was reported, the patient was symptomatic on their left side and there were low impedances read on electrode pairs 1-2, 1-3, and 2-3. It was stated, the patient¿s right side was doing well but the left side was problematic. It was noted, the doctor first saw the impedance issue on (B)(6) 2013 but it was unknown when the problem started. It was later reported low, out of range impedances were read. It was stated 0-3 showed less than 50 ohms and 2-3 showed 5,000 ohms. It was stated, the patient¿s side that was affected with impedance, the patient was not doing that good, ¿so-so,¿ and the side that had no impedance issue was doing good. Additional information stated no malfunctions were seen and they were planning to try different programming settings and possibly do an x-ray to see if anything showed up clearly as broken within the system. Reference manufacturer report # 3004209178-2013-15736.

Event description:
Follow up from the health care provider reported symptoms included sharp pain radiating up right side of neck to head and headaches. It was noted the patient recovered without sequelae. It was noted the battery died quickly after short. The short was not seen at ¿illegible¿ until month prior to revision. A symptom of shortlead was seen even though short lead was not programmed. The patient never got good therapeutic response on left over three years.

Manufacturer narrative:
Final analysis of the lead revealed the lead body conductor was broken within 10 cm of the connector area. Final analysis of the stimulator revealed no significant anomaly. The stimulator was functionally okay.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v603771, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4)

Event description:
Additional information received reported that there was an end of service (eos) showing on the patient programmer for the patient's right brain device and a slight return of symptoms on the left side of the body. The device was interrogated and the eos with a device voltage of 2.94v was found as well as several shorts. It was noted that there were high out-of-range impedances on c-0, 0-1, 0-2, 0-3 and low impedances on 1-2, 1-3, and 2-3. It was reported that the patient was scheduled for surgery on (B)(6) 2013. It was further reported that it was discovered and verified physically that the right lead internal wire was severed completely. Fluoroscopic examination showed a clear gap in the wire roughly 3 inches proximal to the junction with the extension. Once the lead was revised and eos generator replaced, a final impedance test showed everything was functioning correctly. The patient was scheduled for an appointment on (B)(6) 2013 where mapping and therapy would be determined. It was further reported that the patient was doing good. The patient's dystonia was much better and the patient was also on clonazepam every 8 hours.